Manufacturer narrative:
Correction in section e1 - (B)(6). The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. The alinity c ict sample diluent is used for analysis of electrolytes on the alinity c processing module. Return testing was not completed as returns were not available. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed. A review of trending data associated with alinity c processing module did not identify an increase in complaint activity. Additionally, an increase in complaint activity was not identified for ict sample diluent lot 36129un23. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. The overall performance of the alinity c ict sample diluent was reviewed using field data from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 36129un23 is within the established control limits. Therefore, no unusual reagent lot performance was identified. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, sn (B)(6) or alinity c ict sample diluent lot number 36129un23 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one patient. The following results were provided: on (B)(6) 2025, sid (B)(6), initial sodium result = 102 mmol/l, repeat result = 143 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed sodium result generated on the alinity c processing module for one patient. The following results were provided: (B)(6) 2025 sid (B)(6) initial sodium result = 102 mmol/l, repeat result = 143 mmol/l. No impact to patient management was reported.